Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant it was found that the right atrial (ra) lead exhibited intermittent no capture at max output. Undersensing was also identified. The ra lead was explanted and replaced as they were unable to obtain acceptable values after multiple attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.